Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 20mm x 2.5mm , de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 20 synergy stent was advanced but failed to reach the lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.